Manufacturer narrative:
There was no patient involvement

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a shock was not delivered. No negative patient impact was reported.